Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the user reported that the time between pyxis and epic was not the same, which was affecting medication pulls. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user reported that the time between pyxis and epic was not the same, which was affecting medication pulls. A technical support specialist (tss) dialed into all stations on site. The tss synchronized the time with the server across all stations. The tss informed the user via email that the time had been corrected across all stations. The tss monitored the case and proceeded with closure after confirming no additional issues. The system functioned as intended after technical support specialist troubleshot the device.